Manufacturer narrative:
Failure analysis revealed that the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error or excessive no delivery alarm noted. Unable to perform the motor test due to pending dva test. The device was received with cracked reservoir tube lip, scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
Customer reported receiving two motor error alarms on the insulin pump. Customer also reported that paramedics were called in response to a low blood glucose level. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.